Manufacturer narrative:
Per the instructions for use (IFU), potential risks associated with the overall tavr procedure, including potential access complications associated with standard cardiac catheterization procedure, balloon valvuloplasty, and the use of angiography include thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion and/or death. Included under contraindications for the transfemoral procedure are patients with significant aortic disease, including arch atheroma (especially if thick [greater than 5 mm], protruding or ulcerated) or narrowing (especially with calcification and surface irregularities) of the abdominal or thoracic aorta. Calcification and atheromas (cellular debris, inflammatory cells, and cholesterol) can accumulate along the walls of the vasculature and within cardiac structures and can vary in size. There may be cases where a patient has a protruding atheroma or calcified plaque prior to the procedure. It is also possible for one of the interventional devices used during the thv procedure to disrupt the material, resulting in mobile debris. Aortic and annular structure tissue or calcification can also be disrupted during sheath insertion, balloon valvuloplasty (bav), and deployment of the prosthetic valve. Aortic and annular structure tissue or calcification can also be disrupted during ta/tao sheath insertion, balloon valvuloplasty (bav), and deployment of the prosthetic valve. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors (plaque in descending aorta) and/or procedural factors may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : device not returned.

Event description:
As reported by our edwards lifesciences japanese affiliate and through the japanese transcatheter aortic valve implantation (tavi) registry reporting system, approximately eleven (11) days post transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, there was suspicion of a cholesterol embolism. It was noted that the patient had plaque in the descending aorta. Due to the suspicion of a cholesterol embolism, the patient's hospitalization was prolonged. The symptoms were noted to be mild, and a decision was made to keep the patient under further observation. Approximately sixteen (16) days post tavr procedure, the patient's outcome was determined to be "remission". No additional information was able to be obtained.